Manufacturer narrative:
Inspected 1 random opened/used sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call that the sensor had received calibration not accepted, sensor updating or sensor glucose not available and also change sensor alert. Troubleshooting was declined. Customer¿s blood glucose level was unknown. Sensor will be returned for analysis.